Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer can not get the sensor to link with the insulin pump. The sensor value is not available, and they are unable to calibrate. Customer's blood glucose levels at the time 5.9 mmol/l. Troubleshooting occured. Advised sensor would be replaced.